Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus medical. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was a delay in pre-cleaning after procedures but the device was pre-soaked in detergent solution. The customer reported the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Regarding manual cleaning: the customer reported the air/water nozzle was flushed with air and water and was wiped with clean cloth/brush/sponge. During evaluation of the device, the customer allegation of insufficient bending angle was confirmed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The following additional issues were noted: the adhesive on the bending section cover was cracked and cloudy; the scope connector was deformed; the objective lens was scratched; the adhesive around the objective lens had a cloudy area; the adhesive around the light guide lens was peeling; and the connecting tube was wrinkled. Functional testing was performed; this showed the up/down directional knob had excess play due to a worn angle wire. In addition, water could not be fully removed from the air/water nozzle due to the foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an insufficient bending angle. The device was returned to olympus medical for evaluation. During evaluation, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. As a result of shape and component analysis, the foreign material turned out to be a rubber material of an organic silicone. Although the foreign material can be a fragment from a rubber material used for endoscope accessories (air / water valve packing and tubes used for cleaning), it has widely various origins, therefore we could not specify it. It is difficult to specify the cause of the remaining foreign material inside the device, however we presume that a part of the device was chipped due to deterioration of the accessories, and came in the air / water channel, leading to clogging. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.